Event description:
Consumer stated, "just received quarterly refill brush and unfortunately it is ¿ shedding¿ which makes tooth brushing very uncomfortable." Based on the information, it appears the bristles were falling out of the toothbrush.